Event description:
The pt had a fistula that required repair; however, to enable the repair, the valve needed to be explanted. The pt did not have endocarditis or any infections at the time of surgery. The surgeon stated this event was not valve-related. The valve was replaced with a 21ahpj-505.